Event description:
The hosp reported that during the saphenous vein harvesting procedure, toggle broke on three scissors of the harvesting cannula. The procedure was completed with an open leg technique. The hosp did not report an additional pt complication.